Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had an e9 error. The device was being used during surgery. It is known that no patient injury occurred. It is unknown if medical intervention or user injury occurred. There was no additional information provided.